Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the "bag fluid "was not available. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed (via event logs). Additionally, the company representative found the balanced salt solution (bss) bag in the active irrigation module, and replaced the module as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2015. Based on qa assessment, the product met specifications at the time of release. Per the technical service article: the system will not accept balance salt solution (bss) fluidics bag¿ , the system message (sm) in the event log typically occurs when there is debris in the active irrigation (a/I) module, such as an empty bss bag. Per the technical services troubleshooting page, upon display of sm, the system will go to ¿not primed¿ status and irrigation will be unavailable until the system is re-primed. The system operator¿s manual, in the care and maintenance section, upon completion of surgeries the customer should ¿remove bag of bss; irrigating fluid from active fluidics; bag bay, or remove irrigation container from IV pole hanger, and set aside.¿ the manual also instructs the customer to ¿slide door shut over active fluidics; bag bay, or flip IV pole hanger to its storage position.¿ this prevents debris from entering the module. The root cause of the reported event can be attributed to the debris in the ai module, by the user. (B)(4).